Event description:
A pt sustained a burn at the right anterior pin site in an MRI utilizing a 1.5t magnet. This hospital site does not use insulated fixation posts.

Manufacturer narrative:
Investigation is ongoing. Remedial intervention and pt condition cannot be determined with the info provided by the user facility. More info will be provided upon conclusion of the investigation.